Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketones. The patient's blood glucose levels reached 19 mmol/l (342 mg/dl). The pod was worn for 2 days prior to the incident occurring. The patient treated themselves with an insulin pen of 8 units. It was noted that the cannula was not visible when the pod was removed. The patient was released the same day after 5 hours.